Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery service on the scissors separated. No patient harm. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 03/05/2021. An investigation was conducted on 03/15/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. The heater wire was observed to be completely flexed away from the base of the hot jaw to the tip of the hot jaw with detachment at the tip of the hot jaw. No electrical testing was done due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed. The lot # 25154634 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery surface (which is the heater wire) separated from the jaws. Hemopro does not have a scissors mechanism. Heater wire detached. Case was completed using a new kit. The hospital did not report any patient effects.